Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file analysis. Event log files were submitted and downloaded for evaluation and data from the reported event date of (B)(6) 2024 was reviewed. On (B)(6) 2024 at 12:19:42, 12:32:26, 12:36:15, 12:36:17, 13:03:22, 13:28:14, and 14:30:54, power b broken faults activated. The power b broken faults triggered driveline power fault alarms to activate at 12:36:17. At 14:14:59, the alarm was silenced, consistent with the reported information of the clinic clearing the alarm. The driveline was disconnected at 14:53:24 and the system controller was shutdown at 14:53:53. The returned heartmate 3 vad modular cable (lot number 8538280) was functionally tested with the returned controller and found to operate as intended during analysis; no alarms were reproduced. The cable was able to support pump function for an extended period of time. The cables internal conductors were also tested for wire fatigue and current leakage, and no anomalies were noted. Information provided by the account stated that exchanging the system controller and modular cable resolved the alarm. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including driveline power fault alarms. The heartmate3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic with a driveline power fault. The alarm cleared under settings. The patient was held for additional instructions, and it was noted that the alarm did not reoccur. The low file captured driveline power b faults on 05sep2024. The system controller and the modular cable were exchanged with no issues. Exchanging the modular cable and system controller resolved the driveline power fault.